Manufacturer narrative:
There was no patient involvement. Device has not been returned to sorin group (B)(4). Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group (B)(4) received a report that the s5 roller pump had no display and the system displayed an error message. This issue occurred during priming, so there was no patient involvement. The investigation is ongoing. A follow-up report will be sent when the investigation is complete.

Event description:
Sorin group (B)(4) received a report that the s5 roller pump had no display and the system displayed an error message. This issue occurred during priming, so there was no patient involvement.

Manufacturer narrative:
Sorin group (B)(4) manufactures the s5 roller pump. The incident occurred in (B)(6). This medwatch report is being filed on behalf of sorin group (B)(4). Sorin group received a report that the s5 roller pump had no display and the system displayed an error message. This issue occurred during priming, so there was no patient involvement. The on-site engineer removed the (B)(4) board and installed it in another pump, which caused the same error on the new pump. The board was returned to sorin group (B)(4) for further investigation. Visual inspection did not identify any abnormalities or defects. A serial readout was performed and the failure was identified in the record. Testing with the roller pump test bench found all values to be within specification. A temperature test was performed and the function of the device was not affected. The reported issue was not reproduced during any of the performed testing. As the issue could not be reproduced, a root cause was not determined and no corrective actions were identified. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. Sorin group (B)(4) will continue to monitor the market for trends related to this type of issue.